Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history review record , medical imaging, complaint history review), it appears that the failure is primarily related to the combination of an intra-prosthetic conflict confirmed by the surgeon, aggravated by the patient trauma with impact to the hand. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a 52-year-old male patient underwent a revision surgery in (B)(6) 2025. He noticed a clicking the 2 years post-op, without any pain. A CT scan in (B)(6) 2025 raised suspicion of polyethylene fracture due to decentration of the head in the cup. Surgeon declared that intraoperatively, the polyethylene was found to be broken and the cup showed abrasion on the dorsal edge. In addition, he found a pronounced lysis margin around the cup, especially in the dorsal portion. So, the surgeon decided to remove the cup. The trapezium was re-resected, and the cup bed was re-milled (cup 9 conical). The head-neck component was changed to an l 15° (previously m).